Event description:
The surgeon performed a makoplasty partial knee arthroplasty using the robotic arm interactive orthopedic system (rio) and the restoris multicompartmental knee implant system. During the case, the surgeon was assembling the array clamp when the instrument's threads reportedly stripped. The part was not used in the procedure.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. The evaluation is ongoing, and supplemental report will be filed when results are obtained.

Manufacturer narrative:
The following is a supplemental report to the original MDR submitted previously. Additional information regarding the event is provided herein. The returned device was inspected upon receipt from the field. It was confirmed that the threads of the dual pin base clamp were cross threaded preventing the attachment of the array clamp. Inspection of the dual pin base clamp did not show obvious, visible thread damage. The threads were inspected and found to have some thread deformation along the first two threads which prohibited the gage from fully threading into the clamp.